Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, and they planned to contact support again if the issue persisted.